Event description:
The customer reported unable to acquire a v lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire a v lead ECG. There was no reported adverse pt impact. The trunk cable was replaced to resolve the issue. The trunk cable was not available for evaluation. We will consider this a trunk cable malfunction where a v lead ECG could not be acquired.